Manufacturer narrative:
After the device upgrade, there were no further issues. To date, information suggests that this rv lead remains actively in service and the ICD was to be returned to boston scientific. As new information would become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that most recently this transvenous right ventricular (rv) lead did exhibit greater than 2,000 ohms pace impedance in association with the implantable cardioverter defibrillator (ICD). Pace impedances had been within normal limits since implant about a month and a half prior. Shock impedance was noted as stable. There was no noise oversensed on stored electrocardiograms (egms) in the arrhythmia logbook. There were no reported adverse patient effects. The local area sales representative for boston scientific then provided information that the patient then did need a device system upgrade due to change in condition. It was observed during the revision procedure that one of the rv setscrews was not completely tightened down, and this was thought to have caused the intermittent out-of-range impedance. The sales representative also confirmed that there was no issue with the integrity of the rv lead.